Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt, the device was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. No anomalies were noted. The device performed normally throughout all tests. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.